Event description:
Within the past few weeks I have had two pts with PICC lines that appear to have fractured. The second pt never had a c.t., it was for antibiotic infusion only.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexg0542 showed one other similar product complaint(s) from this lot number.